Event description:
It was reported that the patient received high voltage (hv) therapy due to noise. Also, on a separate electrogram (egm) showed noise and oversensing on the atrial channel. The physician programmed off the hv therapy and will continue to monitor the patient in clinic. The ventricular and atrial leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.